Manufacturer narrative:
The carrier board assembly was replaced to fix the reported issue. (B)(4).

Event description:
The hospital reported that, during boot up, the unit displayed anesthesia communication board (acb) communication failure on the display. There was no reported patient involvement.